Event description:
It was reported that the health care professional (hcp) called for request of device data as there was a concern about the episode not picking up most of the noise. Technical services (ts) reviewed the untreated episode and confirmed the noise is chaotic and railing. Ts discussed possible causes recommended an in-clinic evaluation and provided troubleshooting options. The patient was seen in the clinic and isometrics when programmed in primary were performed and a low-level baseline of noise was observed when patient did torso twisting. The device was programmed to secondary and there was myopotential noise with the patient moving their left arm. The noise is amplified with isometrics. The device was programmed to secondary with 2x gain however, the physician is still concerned. Therefore, therapy was programmed off and the patient will be implanted with a transvenous device. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for request of device data as there was a concern about the episode not picking up most of the noise. Technical services (ts) reviewed the untreated episode and confirmed the noise is chaotic and railing. Ts discussed possible causes recommended an in-clinic evaluation and provided troubleshooting options. The patient was seen in the clinic and isometrics when programmed in primary were performed and a low-level baseline of noise was observed when patient did torso twisting. The device was programmed to secondary and there was myopotential noise with the patient moving their left arm. The noise is amplified with isometrics. The device was programmed to secondary with 2x gain however, the physician is still concerned. Therefore, therapy was programmed off and the patient will be implanted with a transvenous device. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.